Event description:
A caller reported alarm 25, which indicated that the cartridge was removed during pumping. The customer's blood glucose level was displayed as "high." Initially, no action was taken by the customer to address the high blood glucose level, but later, a correction injection via multiple daily injections (mdi) was administered. There was no third-party assistance required, and the customer was not incapacitated due to the blood glucose level. The customer service team provided education about the alarm which the customer understood and acknowledged.